Event description:
It was reported that the pt has expired approximately after implant duration of 0 months, due to unknown reasons. It is unknown if the death was device related. Pt also had a device explanted on the same day. No further details were provided. Info learned from implant pt registry. It was additionally reported that a second device, model # 2800, was explanted. Refer to MFR report# 6000002-2008-08551.

Manufacturer narrative:
Device not returned.